Event description:
It was reported a pt developed emotional disturbances. Follow-up info revealed a wheelchair bound female was pt being treated for chronic pain syndrome (12 years). Her pump included fentanyl 3,000 mcg/ml, baclofen 2,000 mcg/ml, and clonodine 1,000 mcg/ml. The pt had reported experiencing an emotional disturbance following the addition of prialt (.5 mcg per day). After increasing the prialt dosage to .75 mcg per day and with 100% pain control, the patient elected to stop the prialt due to the continued emotional disturbance. Several months later and following the death of a family member and the return of her chronic pain, she requested that prialt be restarted. Before the prialt could be restarted and following a revision procedure for complications related to suprapubic catheter surgery, the patient expired.

Manufacturer narrative:
Without additional information, to include cause of death information, we have no information to suggest device or drug performance was in any way a factor in the loss of pain relief, emotional disturbance and patient death. Context: intrathecal drug therapy using implantable intrathecal pump and catheter systems is a safe efficacious therapy for selective patients with chronic pain syndromes. Prialt (ziconotide) selectively blocks n-type voltage-sensitive calcium channels and may be effective in patients with pain that is refractory to opioid therapy or those with intolerable opioid-related adverse effects. Objective - to retrospectively summarize and analyze prialt combination intrathecal therapy in 30 patients with severe chronic pain. Results- of the 30 patients evaluated retrospectively, all thirty patients received prialt, the average final dose for the twelve patients initiated with dilaudid as their base drug was 6.65 mg per day down from daily dose of 7.9 mg at baseline. Ten patients initiated on morphine and later converted to dilaudid average 6.89 mg per day at baseline and 10.78 mg per day up to four months before being converted. These ten patients who were converted saw a mean daily average of 2.44 mg of dilaudid. The mean daily average dose of dilaudid for the twenty-two total patients who ended their six refills of participation of hydromorphone was 4.73 mg per day. One patient started and ended on fentanyl starting at 1,500 mcg per day and ending at 1,100 mcg per day. Conclusion: intrathecal prialt provided clinically and statistically significant analgesia in patients with chronic non-malignant pain with pre-existing intrathecal pumps and existing therapies.